Event description:
It was reported a vns patient developed osa after implantation. The patient underwent tonsillectomy adenoidectomy. The patient received good efficacy with vns. Good faith attempts to obtain additional information have been unsuccessful to date.

Manufacturer narrative:
Khurana, divya s. Et al (2005) vagus nerve stimulation in children with refractory epilepsy: unusual complications and relationship to sleep-disordered breathing. American epilepsy society meetings in washington dc, 2-6.